Event description:
A customer reported that the coulter act diff 2 hematology analyzer leaked approximately 100 ml of fluid which was not contained within the instrument. The instrument failed white blood cell (wbc) and red blood cell (rbc) backgrounds during the startup process. The customer was wearing gloves and a lab coat at the time of the occurrence, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. The customer did not review material safety data sheet (msds), but has an exposure control plan in place at the facility. There was no impact to patient results or treatment. Beckman coulter field service engineer (fse) found that the tubing which delivers lyse to the wbc bath was disconnected from the check valve, and replaced the tubing. The instrument ran without any leaks and all of the backgrounds passed the specifications. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).